Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that the patient experienced a blood glucose (bg) of 440 mg/dl with symptoms of dehydration and extreme drowsiness associated with an alleged delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above or beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, the reported alleged that the basal history did not match the active basal program. It was also noted that there was a basal rate adjustment as well as a bolus setting adjustment made. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a history/settings issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 25-jun-2018 with the following findings: a review of the black box showed the data from the date of the complaint was overwritten. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. The pump was run for 24 hours with a 2 unit per hour basal rate. At the end of testing the basal history correctly showed 2 units and the total daily doses showed 48 units. No alarms or delivery interruptions occurred during testing. The allegation of a basal history recording defect was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.